Event description:
It was reported that the insulin pump had insulin squirting out and alarming during manual prime. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarm during the prime test due to protruded/loose motor drive support disk. Unable to test for lost sensor alarm due to prime fill anomaly. Unit had missing end cap sticker.